Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits mild devitrification at the output window; the glass cap exhibits mild detritus adhesion; the metal cap adhesion location exhibits burnt glue; the outer flow tubing open end is slightly damaged. Probable root cause: based on the product analysis results, the product complaint of " fiber tip broke off" could not be confirmed; a metal cap detachment was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber tip broke. The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.